Event description:
The baby had a umbilical artery catheter (uac) placed on. During the next day the baby was placed in an isolette. At some point after the baby was in the isolette the uac was noted to be leaking. Leaking was limited to fluid not blood. Per md it appeared there was a pin-size hole in the catheter itself distally from the tip of the catheter.device #1is this a laboratory device or laboratory test?no